Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated customer obtained a result of 11.7 mmol/l on the aviva system. Customer did not took any medication after obtaining this result and she had no symptoms. She became unconscious soon thereafter. Customer's son found her and called the paramedics immediately. Customer states there was approximately 8 minutes between the 11.7 mmol/l and the 2.3 mmol/l result obtained with the paramedic's meter. The customer was treated by the paramedics with "glucose and insulin." Customer was not transported to the hospital. The manufacturer requested return of suspect product for evaluation.